Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the main control keypad assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly, and observed that the overlay with the contacts for the switches seemed to be mounted high on the pcb, and this could cause contact problems - however, the reported failure could not be duplicated.

Event description:
It was reported that the device's on button did not turn on every time it was pushed. There was no patient use associated with this incident.